Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium lopro t4, the monitor said that the cable was not connected even when it was. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed. The fault was determined to be a faulty camera. There was either no image or a green field. There was a tiny scratch on the lens, out of camera field of view, and some shades on the side of the camera lens. The led lights were intermittent. The blade was scrapped. The video cable tested ok and there were no problems with the monitor. The device was certified and returned to the customer.